Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The device was returned and analyzed at our post market quality assurance laboratory.

Event description:
Additional information received from the local field representative indicated that the patient received a communicator for remote monitoring. The shock impedance measurements were still trending at 70 ohms. All other measurements were acceptable. The physician has not taken an x-ray or performed an echocardiogram. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and associated right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements ranging between 80 to 125 ohms over the last year. All other measurements were within normal limits. A synchronized shock was performed which reported an 87 ohms shock impedance measurement. The physician elected to explant and replace the device. Defibrillation threshold (dft) testing was attempted, but unsuccessful as the patient was not able to be induced. A synchronized 41 joule shock was then delivered which reported a 77 ohms shock impedance. All other measurements remained with normal limits. Boston scientific technical services (ts) reviewed device data and confirmed the rv lead was a dual coil active fixation lead that showed a shock impedance of 40 ohms at implant. No shocks were delivered while the system was implanted, apart from a commanded shock at the device replacement procedure. All events appeared to be clear of any artifacts. The trending was normal, and the shock impedance trend showed a gradual increase up to 125 ohms. The increase was likely related to patient condition of calcification around the shocking coils. Ts recommended following the patient remotely to review the trending of shock impedance over next few months. They also discussed obtaining a high resolution x-ray or echocardiogram in an attempt to see a shade corresponding to calcification or other tissue around the coil. No adverse patient effects were reported. No additional information is available at this time. If additional information becomes available this report will be updated.